Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain and shocking at the ipg site. As a result, surgical intervention took place on (B)(6)2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of pain and shocking at ipg site with or without stimulation on was not confirmed. The associated device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. A review of the ipg diagnostic logs did not note any discrepancies that would have contributed to the observation. All ipg system impedance measurements were within range during the ipg implant duration. No cross-chamber leakage was noted during stimulation output testing

Event description:
Additional information received indicates, patient experienced shocking at the ipg site, while the therapy was on and off. Shocking sensation was stronger when therapy was on.

Manufacturer narrative:
Updated catalog number. Corrected d10- scs lead, implant date to (B)(6) 2024.